Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via an unspecified ambulatory infusion pump. After an unspecified length of time, it was reported that an unspecified volume of solution leaked. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the semi-rigid female adapter of the inlet port of the air eliminating filter was broken off. White drag marks were noted indicating the use of force. This was due to application of perpendicular force on the port of the filter. This report represents all the information known by the reporter upon query by hospira personnel.